Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that albuterol IV solution administration set leaked from an unspecified location during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; however a retention sample was available for testing. A visual inspection was performed and no damage or leaks were observed. Functional testing was performed on the retention sample and the device was found to be within specifications. The reported condition was not verified through retention sample testing. The actual device was not received; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.